Manufacturer narrative:
Zoll medical (B)(6) evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functionality testing without duplicating the report. The device was recertified and returned to the customer. The paddles and multifunction cable used at the time of the report were not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge using both the device and external paddle controls. Complainant indicated that there was no patient involvement in the reported malfunction.